Event description:
The customer received high out of range control results of 409 and 507mg/dl on the contour next link meter. The meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter¿s memory.no adverse event was alleged.the test strips are expected to be returned for evaluation. New strips and control were sent to the customer.